Event description:
Asr revision reported via sales rep; right side. Reason(s) for revision : pain / elevated cocr levels. Der confirms only the head and sleeve were revised. Upon revision, corrosion was noted on the stem taper. Legal claim was received on (B)(4) 2014

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec¿d 7/16/2014 - medical records received. Doi retrieved from invoice. Patient revised to address adverse local tissue response and metal on metal reaction. Upon revision, 20 cc of opaque fluid with substantial debris was noted. The information received does not change the MDR decision. This complaint was updated on: 07/28/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Asr revision reported via sales rep. Right side. Reason(s) for revision : pain / elevated cocr levels. Der confirms only the head and sleeve were revised. Upon revision, corrosion was noted on the stem taper. Legal claim was received on 05/29/2014. Update rec¿d 7/16/2014 - medical records received. Doi retrieved from invoice. Patient revised to address adverse local tissue response and metal on metal reaction. Upon revision, 20 cc of opaque fluid with substantial debris was noted. The information received does not change the MDR decision. This complaint was updated on: 07/28/2014. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.